Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2020-00016. Medical products: femur cemented posterior stabilized (ps) narrow right item# 42500006202 lot# 64042016, tibia cemented 5 degree stemmed right size c item# 42532006402 lot# 64254845, all poly patella cemented 29 mm diameter item# 42540000029 lot# 64394920, articular surface fixed bearing constrained posterior stabilized (cps) right item# 42522600514 lot# 64125841. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient arrived at hospital with a periprosthetic fracture of their right leg approximately five weeks after undergoing a right total knee arthroplasty. Fracture was posterior midline of the femoral component. It was hypothesized by the operating surgeon that this fracture led to the peri-prosthetic fracture which was then fixed using a zimmer znn retrograde femoral nail with two screws distally and one proximally. There is no additional information at this time.

Event description:
Upon receipt of additional information it was determined that this item was reported in error. The stem extension is for the tibial component and the complaint is for femoral bone fracture.

Manufacturer narrative:
Upon receipt of additional information it was determined that this item was reported in error. The stem extension is for the tibial component and the complaint is for femoral bone fracture.